Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were evaluated: true focus product was received and investigated by nova biomedical. Reported defect not reproduced on returned meter and strips. Most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in a follow-up call on 23-feb- 2021 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for lo display on blood glucose test. The customer is concerned with test results from results obtained of lo mg/dl. The customer¿s expected am fasting blood glucose test result is 140mg/dl and expected before dinner fasting blood glucose test result range is 90-110 mg/dl. Customer was not using the proper testing technique. Customer only used the meter only 3 times the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a blood test during the call. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/22/2022 and test strips were opened two days prior to call. The meter memory was reviewed for previous test result history (customer only tested three times): (B)(6).